Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 1. 3005168196-2023-00483 h3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the right internal carotid artery (ica) and right middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a neuron max 6f 088 long sheath (neuron max), a penumbra system red 72 reperfusion catheter (red72), a penumbra system red 68 reperfusion catheter (red68), a non-penumbra stent retriever, and a guidewire. During the procedure, the physician fractured the velocity while torquing the velocity over the guidewire inside the reperfusion catheter. The velocity was removed. The physician used the second velocity and fractured the second velocity in the same manner; therefore, the second velocity was also removed. It was reported that both the velocity catheters remained connected by the inner wire. The procedure was successfully completed using a third velocity, the same neuron max and a new guidewire. Thrombolysis in cerebral infarction (tici) 3 was achieved. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was updated in this follow-up MFR report: 1. Section d. Box 4. Unique identifier. This report is associated with MFR report number: 1. 3005168196-2023-00483.